Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patient profile shown old order instead of recent one. A technical support specialist (tss) reported that the customer did not receive a new order. It was explained that the order was not received because the patient status had not been changed from leave of absence to patient returns, which caused the previous order to remain active. After the pharmacy canceled the old order and resent the message, the order appeared for the reported patient. The issue was resolved, and the case was closed. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the patient profile was displaying older orders instead of the most recent ones. The customer reported that the patient had previously been placed on leave of absence and was readmitted the previous night, at which point the profile was reactivated. New medication orders were entered through the emr; however, only older orders appeared, and the most recent orders were not visible. The customer indicated that the patient profile did not appear to have synced properly following reactivation. However, there were no delays or adverse events or injuries reported based on this event.